Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the technical event 231008 (o2 valve leak) and 231007 came intermittently and oxygen supply failed alarm coming. Driver board o2 voltage is not coming so proposition not working. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the technical event 231008 (o2 valve leak) and 231007 came intermittently and oxygen supply failed alarm coming. Driver board o2 voltage is not coming so proposition not working. No patient harm or consequences.